Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On september 7th, the user contacted dario to report high blood glucose (bg) readings. The user also stated that she would like to perform a control solution test and confirm her bg readings before contacting her doctor.